Manufacturer narrative:
(B)(4). The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore it is reportable. Evaluation: the central processing unit (cpu) printed circuit board (pcb) was returned for evaluation. The cpu pcb was bench tested. During power up, the display screen displayed the error message "system error 3 (5) pump/valve controller failure." The reported complaint of "system error 3 subcode 5 on power-up" is confirmed. U34 on the cpu pcb was defective which caused the pump to step incorrectly. This is consistent with the reported complaint.

Event description:
It was reported per field service report: symptom - system error 3 subcode 5 on power-up. Findings/actions taken: replaced central processing unit printed circuit board.